Event description:
It was reported that on (B)(6) 2013 the patient deceased due to acute heart failure. Upon removal of the pulse generator, the device exhibited premature elective replacement indicator. There is no allegation from a health care professional that suggests the death is device related.

Manufacturer narrative:
Analysis found that the pulse generator exhibited a high current drain due to a discrepant integrated circuit.